Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A nurse reported that during surgery, there was a significant surge during cortex removal and the surgeon was unable to backflush. The posterior capsule tore. The remaining cortical material was removed manually, and the intraocular lens was implanted. Additional information received indicated that the patient's refraction on the first postoperative day was 20/400 with plano.